Manufacturer narrative:
(B)(4). The customer service engineer (cse) was unable to duplicate the reported failure.

Event description:
It was reported that this ventilator was placed in standby mode while the patient was transported using a different transport ventilator. When the patient returned, the patient was placed back on this ventilator. Shortly after the patient had been placed on this ventilator, the device alarmed "device alert". The patient was removed from this ventilator and placed on an alternate ventilator without any reported harm or injury.